Manufacturer narrative:
(B)(4).

Event description:
(B)(6) clinical trial. Same case as MDR ID # 2134265-2013-04704. It was reported that during a percutaneous coronary intervention, myocardial infarction occurred. In (B)(6) 2013, the subject was referred for elective cardiac catheterization. The 12mm in length, eccentric, 90% stenosed target lesion #1 was located in the 2.5mm in diameter ramus artery. The lesion contained a <45 degree lesion bend. A 3.0mm x 12mm study stent was advanced and predilated the target lesion #1 with 0% residual stenosis. The 12mm in length, eccentric, 90% stenosed target lesion # 2 was located in the 2.5mm in diameter ramus artery. A 2.5mm x 28mm study stent was advanced and predilated the target lesion #2 with 0% residual stenosis. The 15mm in length, eccentric, 80% stenosed target lesion #3 was located in the 3.0mm in diameter second obtuse marginal artery. A 3.00mm x 38mm study stent was advanced and attempted to treat the target lesion # 3, however, the stent could not cross the lesion. The study stent was discarded. Another study stent with serial no. (B)(4) was opened for the treatment of the target lesion#3. However, it was not deployed due to contamination in the lab. The stent fell on the lab floor and was handled with non-sterile hands. This device was inadvertently discarded. A 2.75mm x 38mm non-study stent was advanced and predilated the target lesion #3 with 0% residual stenosis. On the dame day of the index procedure, the patient developed myocardial infarction. The event caused prolongation of hospitalization. One day post-procedure, the subject was discharged on aspirin and clopidogrel.

Event description:
(B)(4). It was further reported that post deployment of the of 3.0mm x12 mm study stent in the ramus artery, the patient experienced chest pain, with a pain scale level of 4 out of 10. The event was treated with nitroglycerin.

Event description:
It was further reported that the first target lesion was located in the proximal ramus and the second target lesion was located in the mid ramus. During the index procedure, post deployment of 3.0 x12 mm study stent, the patient experienced chest pain. Chest pain level was noted to be 4 out of 10 and was treated with midazolam, fentanyl citrate and nitroglycerin. A duplicate of this event was reported in MDR #2134265-2013-07003.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).